Event description:
Linac treatment 40 ap without shift back to iso center (1/2 treatment shift). Dose of 170 c6y versus 175 c6y. Linac displayed 2 untreated fields when treatment had been completed. Radiation therapy chest on line did not display plan that was filmed and treated in the patient history. Varian help desk notified, after 1 hour search treatment of 2 fillers were located in a backup file on the linac computers. Treatment and plans were manually imported to rt chart. Six chemotherapy treatments completed (B)(6) 2005.